Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Event description:
The initial reporter alleged a stop error occurred on a cobas c 303 analytical unit. Reportedly, a specimen in process stopped processing and did not finish testing but results were produced and released. The customer noted flags on many of the results and repeated the sample. After repeat testing, discrepant results were identified for total protein gen.2 (tp2). The initial result was 6.36 g/dl. The repeat result was 7.97 g/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The field service engineer (fse) performed precision testing with qc material and the results were within specification. The last full calibration was performed on (B)(6) 2024 and was acceptable. Qc was acceptable. The sample was spun down for 8 minutes at 4780 revolutions per minute (rpm). This spin time may be shorter than recommended and the spin speed may be faster than recommended. Abnormal aspiration (sample pipetter) and sample short errors were observed in the alarm trace data. These are indicators of possible poor sample quality. For the allegation of the stop error contributing to the discrepant results: based on a review of the instrument logs, the discrepant total protein result was not yet pipetted at the time of the alarm and the request was canceled after the alarm was generated. The discrepant low result was not due to the stop error. The customer has had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.